Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Explant date: (B)(6) 2022.